Event description:
Customer reported a leak in the left side of the coulter lh 750 hematology analyzer. The volume of the leak was not specified and was contained within the instrument. Specific detailed information concerning the leak was not supplied by the customer. A beckman coulter field service engineer (fse) was sent to the customer's facility to evaluate the analyzer. The leak had been cleaned by the customer prior to the fse's arrival. There were no reports of biohazard exposure to open wounds or mucous membranes. There were no reports of erroneous test results associated with this event. There was no death, injury or affect to user or patient treatment.

Manufacturer narrative:
On (B)(4) 2014, the customer identified disconnected tubing at pinch valve vl107b. Vl107b is the backwash tank reagent refill valve. The customer reconnected the tubing at vl107b. On 12/08/2014, a beckman coulter field service engineer (fse) evaluated the analyzer and confirmed the leak was corrected.